Event description:
A catheter kink was reported. Per the patient, "some way or another the cords, the valves that go to the spine apparently got a kink or something so I had to have the whole thing redone." The patient stated the revision was done (B)(6) 2013 and they thought it may have been leaking. The patient stated that the right side of his stomach where the pump is implanted was"...damn near the size of a watermelon... And continues to swell¿ and this had happened back in (B)(6) which is why he had it looked at by the hcp when he had the revision done. The patient also stated ¿the dr's seemed to think it was leaking.¿ additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).